Manufacturer narrative:
Medwatch reference number: mw5151290.

Event description:
It was reported a patient's right ventricular (rv) lead presented with an infection in the form of sepsis and vegetation. The system was explanted in a procedure on an unknown date. Post-procedure the patient status was unknown.